Event description:
A diabetic, insulin dependent patient with coronary artery disease was implanted with 2 taxus drug-eluting coronary stents to the mid-proximal left anterior descending coronary artery. The patient had no previous history of cardiovascular events or cardiac catheterizations. During the initial stent implantation the patient received plavix 75mg several days prior to the procedure and a loading dose of 300mg. The patient was compliant with medications. The patient was also taking aspirin 81mg prior to the procedure. During the procedure he received integrilin 12.3mg x 2 doses 2mcg/kg/min post procedure. Heparin, 4700 unit bolus, was also administered during the stenting. The lesion was 3.0 in diameter, 28mm and 16mm in length. It was a de novo lesion. It was not an ostial lesion. It did not cause total occlusion and the vessel was not bifurcated. The vessel was accessible and a thrombus was not present. The lesion was predilated. The highest active clotting time was 246 during the procedure. The 2 stents were deployed without diffculty. The stents were overlapping. The patient returnd to the cardiac cath lab 7 days post stenting with a thrombus proximal to the stent. A percutaneous transluminal coronary angioplasty was done with taxus stenting of the left anterior descending coronary artery.